Event description:
It was reported that when using the pyxis medstation es system, the door latch broke and the key stuck in the lock when the user was dispensing medication. The customer stated that there was no delay or impact on patient care since the customer broke the door open to retrieve the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door latch broke, and the key stuck in the lock. A field service engineer found that the key was jammed inside the right side lock and was able to remove the key from the lock, but the lock would need to be replaced. A field service engineer replaced the lock to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.